Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. His sensor glucose was 2.4 and blood glucose was 21.9 mmol/l. The customer was advised that their blood glucose and sensor glucose were not within acceptable range. The customer declined high blood glucose troubleshooting because he stated that he treated with a bolus. The sensor will not will be returning for analysis.